Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be d determined.

Event description:
It was reported that a patient underwent posterior fusion for th11 burst fracture at th8-l2 (3a-3b) on (B)(6) 2015. It was reported that on an unknown date, post-op, l2 screw was found to be back-out. Revision surgery was performed on (B)(6) 2015 for tlif surgery at l3/4, l5/s and to extend fusion levels until iliac. Patient complications were reported unknown.